Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mishandling by customer, corrosion or damage associated with increased hours of use. The following items are included in the instruction manual regarding handling of equipment. It is judged that the indicated phenomenon can be prevented by these methods: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed due to damage on the channel tube, water tightness was lost. It was observed there was a gap between the acoustic lens and ultrasound probe which is also a reportable malfunction. The additional investigation findings are as follows: due to wear of the forceps elevator lever, the "up/down" knob cannot be locked securely, due to a pinhole on the bending section cover, water tightness is lost, the acoustic lens was damaged, the objective lens had a scratch, the adhesive on the bending section cover had a chip and the bending tube is damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that it was likely a needle punctured the working channel on the evis exera ii ultrasound gastrovideoscope resulting in leaking. The issue was found during reprocessing. There were no reports of patient harm.